Event description:
Lv threshold with possible intermittent lv capture based on thresholds and output settings (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).